Manufacturer narrative:
The events were reported through a retrospective clinical trial. The events are considered serious and probably related to the therasphere administration. Btg medical assessment: this patient was administered therasphere to the left liver lobe on (B)(6) 2016. 2.12 gbq was the activity recorded at the start of treatment, 0.029 gbq was measured as residual remaining in the delivery set. The lung shunt fraction was 20.7%. The volumetry and dosimetry was not completed in the edc at the time of this assessment. On (B)(6) 2016, at the 42 day follow up, imaging follow up of baseline tumor noted grade 1 ascites. The tumor measured 107 x 74 mm. Tumor markers move from 17000 to 33000, albumin decrease from 36gr to 30gr, platelet decrease from 300 to 187. On (B)(6) 2016, at the 90 day follow up, imaging follow up of baseline tumor noted grade 3 ascites. The tumor measured 147 x 147 mm. Tumor markers stayed around 33000, albumin decrease from 30gr to 23gr, platelet decrease stayed around 200. The patient needed paracenteses on (B)(6) 2016 and (B)(6) 2016 to treat the grade 3 ascites the pi assessed the worsening ascites as probably related to the study treatment. However there is a significant progression of the tumor size and tumor marker. Presence of macrovascular invasion is not documented. Patient died (B)(6) 2017. The cause of death is not documented by the investigator. Btg medical summary: grade 3 ascites, serious adverse event, expected ae, causality: therasphere treatment and tumor progression. No device malfunction was reported and no corrective and preventive action (CAPA) plan has been identified. The lot number associated with the therasphere administration was not reported, therefore no investigation could be performed. If additional information becomes available, a follow up report will be submitted. No other information is available that could confirm/deny the alleged event. Ascites is an anticipated adverse event as per the IFU/risk management documentation. Death was reported - however the reporter did not document if death was related to therasphere.. At this time this report is considered final.

Event description:
Auto-notifications were received from datatrak on 12 feb 2019 for 3 saes for subject number: (B)(6). Subject (B)(6) is a (B)(6) male patient enrolled in the (B)(6) study, diagnosed with unilobar hcc on (B)(6) 2016 (etiologic association liver cirrhosis and non alcoholic steatohepatitis). Bclc stage b and left liver lesion: 63 x 63 mm. This patient had presence of portal hypertension with a baseline spenomegaly noted at screening but with normal platelet and white blood counts. The patient had no disease related surgery, no concomitant medications and was not treated with sorafenib before therasphere treatment. Ascites was not present at screening. This patient was administered therasphere to the left liver lobe on (B)(6) 2016. 2.12 gbq was the activity recorded at the start of treatment, 0.029 gbq was measured as residual remaining in the delivery set. The lung shunt fraction was 20.7%. The volumetry and dosimetry was not completed in the edc at the time of this assessment. On (B)(6) 2016, at the 42 day follow up, imaging follow up of baseline tumor noted grade 1 ascites. The tumor measured 107 x 74 mm. On (B)(6) 2016, at the 90 day follow up, imaging follow up of baseline tumor noted grade 3 ascites. The tumor measured 147 x 147 mm. The patient needed paracenteses on (B)(6) 2016 and (B)(6) 2016 to treat the grade 3 ascites. The event is classified as expected and serious due to the medical intervention. The pi assessed the worsening ascites as probably related to the study treatment. Patient died (B)(6) 2017. The cause of death is not documented by the investigator. The event was not reported to btg by the treating physician at the time of the event in 2016.